Event description:
It was reported that when the smiths medical cassette was attached to a smiths medical pump, the pump alarmed "no disposable." 4 or 5 patients have come in recently with ndas and under infusions (as much as 24 hours left). No further information available.